Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm and the pump would not deliver insulin. Customer stated that the event resolved itself when they changed the infusion set. Customer stated that their blood sugars were increasing. Customer tried giving a bolus and the pump alarmed error. Customer stated that the event did not cause a hospitalization. Customer stated that the event occurred in (B)(6). Customer's pump alarmed no delivery. Customer declined troubleshooting. Customer was not sure but thinks their blood sugars were about 399 mg/dl. Customer treated with a manual injection. Customer reported that the alarm was resolved by an infusion set change. Customer does not want to return the set or reservoir for analysis. No additional information provided.